Event description:
The customer reported that the ipc did not start.

Manufacturer narrative:
(B)(4). The ge service rep reseated the boards, checked the hard drive, and diagnosed the ipc. The rep ordered a new ipc.